Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified solution. The option-lok male adapter of the tubing set was connected to unspecified IV catheter. At an unspecified date, the tubing separated from the clave port of the tubing set. A leak of solution and an unspecified volume of blood back were noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the devices involved in the report was discarded. The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers (plots). The possible lot numbers are (B)(4). Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.